Manufacturer narrative:
The evaluation of the customers issue included a review of the analyzers service history, which did not identify any contributing factors to the customers issue. The field service representative (fsr) inspected the instrument and found the sample probe obstructed. The fsr performed trouble shooting procedures, which included replacement of the sample probe. There have been no further occurrences of discrepant results documented after the architect, probe (list number: 08c94-47) was replaced. Trending review determined no trend of the customers issue for the product. Labeling review concludes that the issue is adequately addressed. Trending review did not reveal any systemic issues or trends. Based on all available information no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported false reactive architect anti-hcv assay results for one patient. The customer provided hcv and hbcab results for three samples as follows: sid (B)(6): initial = 2.09 s/co, repeat = 2.13, 3.66, 1.36, 0.9 1.2,1.37, 0.92, 0.80, 0.92 s/co; sid (B)(6): 1.20, repeats 1.20, 1.50, 0.70, 1.63, 0.73, 0.55, 0.39 s/co; sid (B)(6): initial = 2.39, repeat 2.21, 2.16, 2.34, 0.22, 0.26 s/co (hcv ref range: <1.0 s/co = nonreactive; >= 1.0 s/co = reactive). There was no impact to patient management reported.